Manufacturer narrative:
Additional devices implanted and involved in this event: plc271000/15070388, plc271200 /14851382, plc271200/14793863,plc271000/15070389,ceb231410a/15188913, hgb161207a/15070414 and hgb161207a/15070425. UDI numbers for the lots are as follows: lot 14436118: UDI (B)(4), lot 15070388: UDI (B)(4), lot 14851382: UDI (B)(4), lot 14793863: UDI (B)(4), lot 15188913: UDI (B)(4), lot 15070389: UDI (B)(4), lot 15070414: UDI (B)(4), lot 15070425: UDI (B)(4). (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was implanted with five gore® excluder® aaa endoprostheses and three gore® excluder® iliac branch endoprostheses for treatment of abdominal and iliac artery aneurysms. On (B)(6) 2017, follow-up imaging identified evidence of persistent multiple type ii endoleaks (unknown origin) and aneurysm enlargement (amount unknown) to 5.0 x 5.3 cm. On (B)(6) 2017, an additional procedure was performed to treat the continuing aneurysm enlargement. According to the report, all devices were explanted and the vasculature was replaced with a surgical graft. The patient was reported to have tolerated the surgical procedure. The reported reason for open surgical repair was due to continual aneurysm enlargement and not device related. The explanted devices were reported to have been destroyed by the facility and therefore, are not available for evaluation by gore.

Manufacturer narrative:
Patient's medications include; tylenol, amiodarone, aspirin, atorvastatin, calcium, vitamin centrum silver, eliquis, metoprolol, miralax and omeprazole.